Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The patient had a complete total occlusion of the left superficial femoral artery. A 7fr sheath was placed in the right common femoral artery and access was achieved to the contralateral left superficial femoral artery. The complete total occlusion (cto) was crossed using a 0.035 260 cm wire and 90cm 0.035 trailblazer catheter. The 5mm spiderfx was deployed in the popliteal artery via the 90 cm 0.035 trailblazer. The trailblazer was removed and the sfa was pre-dilated using a 4mm x 150 mm nanocross pta balloon. A hawkone was used to perform atherectomy in left sfa over the 5mm spiderfx wire. After atherectomy two 5x120 in.pact admiral and one 6x120 in.pact admiral drug coated balloons were used in the previously occluded sfa. Two 7x200 protege everflex self-expanding stents were placed in sfa. A 6x200 evercross pta balloon was then attempted to cross through everflex stents. A 6x200 evercross balloon was not able to pass through the two implanted 7x200 stents. The blue end of the spiderfx retrieval catheter was used to retrieve the spiderfx. It was at this time, visualized under fluoroscopy that the basket of the 5mm spiderfx had broken off the spiderfx wire and remained in the popliteal artery. Multiple attempts were made to snare and remove the 5mm spiderfx using a 15mm snare which was the smallest snare available. The posterior tibial artery was then accessed to try and cross the artery beyond the filter. A 6mm spiderfx was then used to attempt to retrieve the 5mm spiderfx after access beyond the broken 5mm spiderfx was achieved, but removal was unsuccessful. A 6mm spiderfx was removed. A 6mm x 100mm covered stent was used to "jail," or trap the basket of the broken 5mm spiderfx in the popliteal artery. Arterial blood flow to the foot was established after post dilatation of the covered stent. Evaluation of the returned device was completed on (B)(6) 2016. The spiderfx duel ended catheter was received with the spiderfx capture wire. No ancillary devices or cines were received with the device. The spiderfx was returned without the spiderfx filter, flex connector, and floppy distal tip. The distal end of the spiderfx capture wire exhibits a pig tail curl associated with wire prolapsing within the spiderfx filter. Approximately 314.6cm of the 320cm spiderfx device were returned. The spiderfx duel ended catheter was examined: no abnormalities or deformities were noted. The customer experience of the spider fx distal assembly detaching and embolizing was confirmed. The returned spiderfx exhibited damage consistent with the reported event. The root cause of the distal assembly detaching and embolizing could not be determined.